Event description:
During an ischemic ventricular tachycardia procedure, it was reported the patient's blood pressure dropped after ablation. Echo confirmed perforation followed by tamponade. Pericardiocentesis was performed and approximately 300cc of fluid was removed. The patient was stabilized and under observation.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: 1. Stockert 70 system, model #: m-5463-01, (B)(4). (B)(4).